Manufacturer narrative:
The customer was able to troubleshoot the leak and replace the leaking tubing through pinch valve vl12b with the help from customer technical service (cts) over the phone. The field service engineer (fse) on site verified that the tubing leak had been properly repaired by the customer. (B)(6).

Event description:
The customer reported a blue fluid leak of approximately 100ml from a coulter lh 750 hematology analyzer. The leak was not contained within the instrument. The customer was performing weekly maintenance when the leak was observed. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles, and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event. There was no impact to patient results and controls.